Event description:
Reference number (B)(4). Event occurred in oman. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to hyperglycemia. Patient reported cannula was found bent. The insertion site was abdomen. The infusion set was in use for "foe" hours. The blood glucose level was 342 mg/dl and the patient was treated with manual injection. The length of hospitalization is less than twenty-four hours. Patient found positive for ketones and the ketone levels are found to be 2 mmol/l. Patient experienced nausea and vomiting and stomachache. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.